Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed when keypad test was conducted and the second column from the right including the "ok", 2, 5, and 8 key were unresponsive. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed keypad test and second column from the right including the "ok", 2, 5, and 8 key were unresponsive. No additional information is available.